Event description:
Retained seprafilm in pelvic cavity; delirium; fever; abdominal pain. Information received on 25-jul-2007 from a female consumer, with no history of allergies. Two months earlier, the patient underwent a laparoscopic hysterectomy during which an unspecified amount of seprafilm was placed laparoscopically. Approximately two weeks after the surgery, the patient experienced a 104 degree fever, delirium and severe abdominal pain. "Cultures" were negative and a cat scan showed a "foreign body". The seprafilm could be felt with a rectal exam, it originally was the size of a walnut and decreased to the size of a pea. The patient "expelled the product vaginally". No other information was provided. Follow-up information was received on 27-aug-2007 from the physician. The physician provided her relationship assessment between the adverse event and seprafilm use as well as the intensity of the events. The retained seprafilm in the pelvic cavity was assessed as definitely related and moderate in intensity. The delirium was assessed as unlikely related and an intensity was not provided. The fever was assessed as definitely related and moderate in intensity. The abdominal pain was assessed as definitely related and moderate in intensity. The physician noted that the patient had significant pain from seprafilm in the pelvis. She had used three sheets of seprafilm which was mixed in normal saline and injected into the pelvis after a supracervical hysterectomy by laparoscopy to prevent adhesions. The physician mentioned that this caused a site for infection and pain. The patient returned to the physician with pain and a fever 2 weeks post-operatively. An ultrasound was performed and a collection of injected material was seen in the pelvic cul-de-sac without obvious blood or abscesses. The patient was treated conservatively and recovered in 2 weeks after being hospitalized. At the time of this report, it was unknown if the patient had recovered from the delirium, fever and abdominal pain. Qa investigation summary: no sample was returned and no lot number was provided by the user facility, therefore, genzyme qa is unable to perform an evaluation or lot history review. If a lot number is provided in the future, this complaint will be re-open and the appropriate investigation will be conducted.